Event description:
It was reported that the lead integrity alert (lia) triggered for sensing integrity counts (sics) and non-sustained tachycardias with noise. The lead is still in use. It was further reported that there was noise and oversensing on the right ventricular (rv) and right atrial (ra) leads. The ra lead remains in use. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were four patient alerts for lead failure predictor between (B)(4) 2011 and (B)(4) 2011. There were fifteen ventricular nst<=210 ms between (B)(4) 2012 and (B)(4) 2012. There were two vf<=190 ms average v-cycle on (B)(4) 2011 and (B)(4) 2012. The ventricular short interval count v-sic=39.3 counts avg/day, in 331.46 days, between (B)(4) 2012 and (B)(4) 2012.